Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported failure to advance resulting in a material separation appear to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the turntrac guide wire was inserted to reach the left circumflex coronary artery, but was unable to cross. A balloon dilatation catheter (bdc) was used like an extra support micro catheter and loaded on to the turntrac. The bdc and turntrac were advanced but were unable to cross the heavily calcified left circumflex possibly due to the calcium. The intent was to remove the bdc and keep the turntrac in the anatomy. During removal of the bdc from the turntrac, the guide wire was noted to have separated in two pieces. The entire wire was removed from the anatomy. The procedure continued with a whisper ls guide wire. There were no adverse patient effects and no clinically significant delay in the procedure.